Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
The autopulse platform (sn (B)(4)) was used to resuscitate a male patient in cardiac arrest. The autopulse platform shut down unexpectedly after about 15 minutes of performing compressions. The screen of the platform became a checkerboard pattern intermittently. The compressions were stopped and despite having enough battery power, they couldn't be restarted. Following this, the crew immediately performed manual CPR. No consequences or impact to the patient.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(6)) shut down unexpectedly after about 15 minutes of performing compressions and the screen of the platform became a checkerboard pattern intermittently" was confirmed during the archive data review but not during the functional testing. No device malfunction was noted during the testing that could have contributed to the reported complaint. Nevertheless, the power distribution board (pdb) was replaced as a preventive precautionary measure to address the reported complaint during visual inspection, a cracked front enclosure was observed on the autopulse platform. The observed physical damage was unrelated to the reported complaint and appeared to be characteristic of user mishandling. The front enclosure was replaced to address the issue. Archive data review showed 2 times low battery warnings on the reported event date when the battery wasn't low. Thus confirming the reported complaint. The autopulse platform failed the initial functional testing due to the (ua) 17 error message, unrelated to the reported complaint. The drivetrain motor was on too long during active operation. The autopulse platform did not reach the target depth within the specification time. The brake gap inspection test revealed the drive train motor brake assembly air gap was too wide (measured at 0.013"), which is out of the specification (0.008") and is not adjustable. It was determined that the root cause of the observed error message was the failed drivetrain motor, which was replaced to remedy the fault. Following service, the autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).